Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the procedure was aborted and rescheduled. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.

Manufacturer narrative:
H6: device codes: added: adverse event without identified device or use problem h6: evaluation conclusion codes: adverse event related to patient condition initially reported, updated to adverse event related to procedure. B3: date of event: event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the product was returned in a bio-hazard plastic bag with the associated rotapro catheter. The rotawire was returned partially in the rotapro catheter, and partially out of the device which was in two pieces. The part of the wire that was not inside the catheter was received in a small plastic bag with the device/packaging label on it. Visual inspection revealed that the wire had numerous kinks throughout the shaft. The portion of the wire stuck in the rotapro device was protruding approximately 10cm out of the burr, 8.2cm of wire was protruding out of the proximal opening of the advancer, with the clip on the wire and positioned up to the housing. A small portion of the wire that was detached was approximately 15mm in length, with a portion of the wire removed from the rotapro device measuring 133cm. The remaining portion of the device that was received in the separate bag and not inside the device, measured approximately 195.5cm. Microscopic inspection confirmed that the guidewire was fractured. The overall length could not be performed due to the device condition; however, adding the pieces together, the returned guidewire was complete. The distal, middle, and proximal outer dimension catheter measurements were within specification.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.

Event description:
It was reported that the procedure was aborted and rescheduled. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.

Manufacturer narrative:
B3: date of event: event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the product was returned in a bio-hazard plastic bag with the associated rotapro catheter. The rotawire was returned partially in the rotapro catheter, and partially out of the device which was in two pieces. The part of the wire that was not inside the catheter was received in a small plastic bag with the device/packaging label on it. Visual inspection revealed that the wire had numerous kinks throughout the shaft. The portion of the wire stuck in the rotapro device was protruding approximately 10cm out of the burr, 8.2cm of wire was protruding out of the proximal opening of the advancer, with the clip on the wire and positioned up to the housing. A small portion of the wire that was detached was approximately 15mm in length, with a portion of the wire removed from the rotapro device measuring 133cm. The remaining portion of the device that was received in the separate bag and not inside the device, measured approximately 195.5cm. Microscopic inspection confirmed that the guidewire was fractured. The overall length could not be performed due to the device condition; however, adding the pieces together, the returned guidewire was complete. The distal, middle, and proximal outer dimension catheter measurements were within specification.

Event description:
It was reported that the procedure was aborted and rescheduled. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure in the left anterior descending artery (lad). The 99% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. The lesion in the lad was similar to a chronic total occlusion. It took 1.5 hours to cross the lesion through wire escalation followed by attempts to cross with a small balloon. The lesion could not be crossed with a balloon, but a rotawire was able to cross the lesion. Outside the body, while the burr was being backloaded onto the wire, there was unexpected friction between the burr and the wire. The burr was taken off the wire, and the wire was wiped, which possibly removed the hystrene coating from the wire. Backloading of the burr onto the wire continued. It was verified that there was good pressure and flow of the rotaglide cocktail though the system prior to activating rotation. Once the burr was on the wire and about 12 inches from the groin access, the pre-procedure test was performed per the instructions for use. The system was rotating at approximately 170,000 rotations per minute (rpm) then adjusted down to 150,000 rpm. At that point, it was noted that the burr could not be moved forward or backward on the wire. The rotawire was cut distal to the burr and removed. The procedure was running long due to the aforementioned difficulty crossing the lesion; therefore, the procedure was rescheduled. No patient complications were reported. The patient was stable throughout and following the procedure.

Manufacturer narrative:
B3: date of event: event date was not reported and was approximated to (B)(6) 2021. Device eval by manufacturer: the product was returned in a bio-hazard plastic bag with the associated rotapro catheter. The rotawire was returned partially in the rotapro catheter, and partially out of the device which was in two pieces. The part of the wire that was not inside the catheter was received in a small plastic bag with the device/packaging label on it. Visual inspection revealed that the wire had numerous kinks throughout the shaft. The portion of the wire stuck in the rotapro device was protruding approximately 10cm out of the burr, 8.2cm of wire was protruding out of the proximal opening of the advancer, with the clip on the wire and positioned up to the housing. A small portion of the wire that was detached was approximately 15mm in length, with a portion of the wire removed from the rotapro device measuring 133cm. The remaining portion of the device that was received in the separate bag and not inside the device, measured approximately 195.5cm. Microscopic inspection confirmed that the guidewire was fractured. The overall length could not be performed due to the device condition; however, adding the pieces together, the returned guidewire was complete. The distal, middle, and proximal outer dimension catheter measurements were within specification.